Event description:
Customer's mother reported customer received erratic readings on their freestyle lite blood glucose monitor. Customer's mother reported customer received readings of 46 mg/dl, 24 mg/dl and 102 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer returned a meter . The complaint is under investigation and a follow-up report will be filed once the investigation is complete.